Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No contact information was provided, therefore no additional information can be requested.

Event description:
It was reported that by the patient that they underwent an inguinal hernia repair in 2017 and mesh was implanted. Three days later, severe pain sent me back to the emergency department; the surgeon had to reopen the incision to allow purulent fluid to drain. I received antibiotics, wound packing, and nursing care for one year, with very difficult-to-manage pain. In 2018 the surgeon eventually told me I needed another operation to remove the mesh. I was hospitalized for five days because the drain was producing a lot. I thought everything would get better, but the nightmare continued. I returned to see the surgeon many times and was told there was no hernia recurrence, just scar tissue that could cause pain. But I'm not imagining it: burning sensations, stabbing pains like knife cuts, razor-blade feelings, painful bowel movements, and a sensation of the leg being crushed. I can no longer sit, I cannot stand, and lying down has also become difficult. My most recent CT scan revealed muscle weakness in the operated area and in the leg. Current condition: I am suffering greatly and my condition is worsening. Today I walk with a cane. I had hoped to be able to return to work after this surgery, but I am more disabled than before. No additional information was provided.